Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: final coil implanted (optima helical 1.5x2 - is a -10 coil), felt a snag when removing delivery wire. When delivery wire removed some metal present in micro catheter hub plus proximal end of microcatheter. Under magnification has a coiled appearance however the actual coil used was implanted and detached successfully. Could be part of the microcatheter reinforcement wind or part of the coil delivery system? The patient was reported to be "well".

Manufacturer narrative:
The investigation of the returned microcatheter found kinks at the distal end and a coil detached in the hub, which is consistent with the alleged product issue. However, the coil retrieved from the hub was found to be the distal end of a broken coil implant--not part of the microcatheter. An in-house coil system was inserted into the returned microcatheter but could not be advanced past the kinks, which is consistent with the reported resistance. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks, but the damage is consistent with the device experiencing forces exceeding its yield strength.

Event description:
No new information was reported.